Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, is listed in the xience prime instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.0x38mm xience prime stent was implanted at 16 atmosphere in the 95% de novo, moderately calcified, predilated, proximal left anterior descending coronary artery (lad) through the femoral access site. Post implant, a distal edge dissection was observed. A 3.0x12mm xience prime stent was implanted to treat the dissection. There was no reported clinically significant delay in the procedure. There was no adverse patient sequela. No additional information was provided.